Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. The rep completed and invalidate home. The system is operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system, upon being delivered and uncrated, was unable to dock into the home position. This was reported outside of a procedure. There was no patient involved. There was no delay noted.